Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: corrected data: this report is the report that is being kept. Manufacturer repot number 1526439-2020-01472 is captured on this report (1526439-2020-01471). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the cement had been stored at room temperature and mixed correctly. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the confidence kit, no needles (p/n: 283913000, lot #: 270003) was returned and received at us cq. Upon visual inspection, it was observed that only the cement reservoir was returned disassembled from the confidence kit. The cement was hardened inside the cement reservoir and overflowed. Cement was also found in the base of the mixer. No other issues were identified with the returned device. Functional test: the functional test was failed to perform on the returned device as the cement was solidified. Exothermic temperature and setting time tm-t077 was performed and passed on a retained sample lot for complaint cement lot # 9322396. The mean of 2 temperatures was observed to be 63 deg celsius and the mean of 2 exothermic setting times were noted to be 13 min 30 sec. Can the complaint be replicated with the returned device? No, the cement was received hardened and was not able to test and the retest results showed no issues with the cement. Complaint confirmed? No. Investigation conclusion the complaint condition was not confirmed for the confidence kit, no needles (p/n: 283913000, lot #: 270003). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. There is a possibility the cement may have solidified prematurely due to the manner with which it was stored and other environmental factors that might have an impact on the cement¿s setting time. The confidence spinal cement system kit¿s instructions for use states that the cement should be stored unopened in its original packaging, in a dry, clean place away from light, at a maximum temperature between 41° f (5° c) and 77° f (25° c). Working time at operating room and material temperature of 20 degrees celsius is 9 minutes. The handling characteristics and setting time can vary if the product has not been fully equilibrated at 68° f (20° c) before use. The unopened product should be stored at 68° f (20° c) for a minimum of 24 hours before use. No other potential defects were observed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: the DHR of product code 283913000, lot 270003 (kit), was reviewed and no non-conformance was observed during the manufacturing process. The product was released on january 27, 2020. Qty. 48 the DHR was electronically reviewed. Part number:183901001 (cement) lot # 9322396 device history reviewed 10 september 2020 quantity 48 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. Lot expiry date: 30 april 2022 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during a vertebroplasty procedure, that the surgeon was not satisfied with the consistency of the confidence spinal cement. The procedure was successfully completed with another box of confidence spinal cement. There was no patient consequence. This report is for one (1) confidence kit, no needles. This is report 1 of 2 for (B)(4).

Event description:
The initial complaint was reviewed and found that this device is part of the other reported devices and is captured on manufacturer report number 1526439-2020-01472.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: b1, b5, h1: the initial complaint was reviewed and found that this device is part of the other reported devices and is captured on manufacturer report number 1526439-2020-01472. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.